Event description:
The customer reported that the system would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The pc computer was diagnosed as being the problem, and a repair quote was given to the customer. The customer has elected not to repair the system at this time.